Manufacturer narrative:
The MFR's service representative performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the memory on the 9800 system would not work. No pt injury was reported.